Event description:
Case coverage was requested by the physician for the patient's revision surgery. It was explained that the patient had high impedance and, since the patient was recently implanted with a new generator, the physician thought they might have a defective device. During the patient's surgery troubleshooting was performed on the vns. Vns diagnostics were tested both inside and outside of the pocket, the generator was removed from the lead and then re-inserted on to the lead; however, high impedance was still observed. The generator was removed from the lead once more and tested with the test resistor which showed right at 4000 ohms, which was within normal limits. This confirmed that the generator was working correctly and that a lead fracture was suspected. At that point, the physician proceeded with a lead revision. Once the new lead was placed, the generator was re-implanted. System diagnostics were performed once more which showed values within normal limits confirming the vns was working as intended. The lead was asked to be returned to the manufacturer; however, the facility stated they send the device to pathology and then discard; they do not return devices.